Manufacturer narrative:
Lead: model 3586, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6). Extension: model 7496-51, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2012 (B)(6). Plug: model 3550-09, lot# unknown, implanted: 2007 (B)(6), explanted: 2012 (B)(6). Programmer: model 7435, serial# (B)(4). Analysis of the neurostimulator: model 7427, serial (B)(4), found no anomaly. There was good stable output on all electrode pairs. Analysis of the extension model 7496-51 serial (B)(4) found no significant anomaly. The extension body was cut through and the product segmented. Continuity was acceptable on both segments. Analysis of the lead: model 3586, serial (B)(4), found no significant anomaly. The lead body was cut through and the product segmented. Continuity was acceptable on both segments. Analysis of the plug model 3550-09 lot unknown found no anomaly.

Event description:
It was reported that the spinal cord stimulator was explanted and replaced due to skin breakdown. The hcp was unable to tunnel the old flat line extension to the opposite abdomen. There was no patient injury and the patient recovered without sequela.